Event description:
Adverse event reported: the pt experienced an adverse event secondary to self administered pca (pt controlled analgesia) doses. The pca dosing was consistent with the programmed rate and lockout parameters per physician prescription. The pump was programmed to infuse pca morphine sulfate 1.0mg/ml at 1.0mg every 6 minutes for surgical pain relief as needed. Two hours after being moved to the medical/surgical floor from recovery, the pt went into code 13 (respiratory distress). Narcan 0.4mg was administered and respirations returned to an acceptable limit. It was reported that a family member reported to the nurse mgr that "every time the pt moaned, (the family member) would wake her up and instruct her to push the pca button so she would not be in any pain". Intravenous pain management therapy was discontinued per physician order and the pt was transferred back to the recovery room (ICU overflow during night shift). It was reported that due to subsequent episodes of respiratory depression, narcan was administered at 2105 (0.08mg) hours and at 0310 (0.04mg) hours. A narcan drip (concentration/rate unspecified) was started at 0340 hours and discontinued at 0730 hours. The pt was transferred back to the medical/surgical floor at noon. The pt remained on the medical/surgical floor until discharge without event. Though requested, no other info or details were available.